Event description:
Procedure type: thoraco/pneumothorax. According to the reporter: on the first firing, the handle could not be fully squeezed. After releasing the device, the remaining sheet was cut on the tissue. The sheet remained on anvil side and half of staples remained on the tip of the device. After firing, the connecting part was inflected and the cartridge could not be removed. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).